Event description:
Procedure: c-section. According to the information from the distributor: during the c-section "the tech laid the pencil on the field below the incision area, and later put an arm across the area and may have activated the pencil. The surgical team noticed the drape smoking and quickly acted to extinguish the heated area. The pt ended up with 3 burns in the vulvar area approximately 1/2 cm each. Each was sutured at the end of the procedure. The pt recovered as a usual post-op c-section and no untoward effects are anticipated. Biomed has checked their power source and found no deficiencies."